Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery below knee. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 11mm long starting from the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery below knee. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported.